Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Gastrointestinal bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient had upper and lower gastrointestinal bleeding. Patient noticed blood in bowel movement on (B)(6) 2020. Physician was contacted. On (B)(6) 2020, patient underwent upper and lower endoscopy. Report indicated that the patient had lower intestinal polyp cauterized and had occasional hemorrhoids. It is unknown if the device contributed to the bleeding and patient's medication was changed from ranitidine to omeprazole. Additional information received from patient indicates, the results of the endoscopy was red spot located in the stomach which was concluded to be the source of the gastrointestinal bleed.